Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient had five xience v stents previously implanted. In 2009, the patient presented with restenosis which was treated with target lesion revascularization. No additional event or patient information is available.

Manufacturer narrative:
The four add'l xience v stents (rx xience v 3.0 x 28 mm) are being filed under the same mfg number.